Event description:
Pt reported that, after fully returning the device's piston rod, to the base of the insulin cartridge chamber, the motor continued running, as if the piston rod had not entirely retracted. Pt indicated that the device had generated both mechanical and electronic errors, in conjunction with the piston rod problems. Additionally, pt stated that the deviec genreated a low-cartridge warning, and the device display indicated that 14u of insulin remained. However, pt stated that the cartridge actually contained ~ 100u insulin. Pt reported that their blood glucose has been elevated (~ 300 mg/dl) for the past 24 hours. No treatment was received.